Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2020. Additional information was requested and the following was obtained: what specification was used to inspect the suture and where was it obtained from? --the specification used was from our register license technical requirement. Please return samples of the product code and lot number involved? --no product can be returned.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts to obtain the following additional information have been made. Further details are received at a later date a supplemental medwatch will be sent. Please supply translation of the inspection report. What specification was used to inspect the suture and where was it obtained from? Please return samples of the product code and lot number involved? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a sample of suture was obtained on (B)(6) 2019. The inspection performed (B)(6) 2019, reports that the suture does not meet the required average diameter. Additional information has been requested.